Event description:
A customer reported to baxter (B)(4) a dehp free solution set in which the set was unable to be primed. According to the report, the tubing on the set was "folded" and therefore, the flow was too slow and the set could not be primed. The facility has observed the alleged defect an unknown amount of times. There was no patient involved. Therefore, there are no reports of patient injury, adverse events, or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). The assignable root cause was attributed to defective raw materials.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant. Visual inspection revealed that the tubing was kinked. A gravity test as well as an underwater blockage test at 0.56 bar revealed that the liquid flows slowly. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.